Manufacturer narrative:
A persistent service code was identified by the AED, which led to a recommendation for the device to be removed from service and returned for further evaluation. Evaluation of the returned device identified internal electrical components had sustained damage attributed to the device experiencing a drop or significant impact. Due to this damage, the AED was found to be unable to deliver therapy if required. While the initial customer report did not involve patient use and was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation and as such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and their AED is reporting a service code. They reported that this did not occur during patient use.